Event description:
The technician alleged that the side rail is not latching. No patient impact.

Manufacturer narrative:
The technician found the side rail latching mechanism is stiff. The technician cleaned the latching mechanism to resolve the issue.